Event description:
It was reported that the electrocardiogram strips in paceart were saved, the record closed, and when the client went back into the record at a later time the strips were deleted. The following recommendations were made by technical services to resolve the issue: obtain a faster network connection at their main office so replications does not need to be run and that paceart can run live. It was also recommended to change their data synchronization times.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.